Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the explant procedure the pulse generator was accidentally cauterized. This caused a thirty second pause in pacing in which the patient was asystolic. The patient was pacemaker dependent.

Event description:
Broken tips on plate cutters.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up mode. After downloading the product code and programming the device to nominal settings, normal function ensued.